Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic was torn during insertion. The incision was enlarged and the posterior capsule was torn as the lens was removed. A vitrectomy was performed, an acl was implanted and the incision was sutured. This is the second lens the surgeon attempted to insert in this pt.